Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The up button was unresponsive due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, and minor scratches on the display window.

Event description:
It was reported that the insulin pump had an unresponsive keypad and cracks on the device. The blood glucose reading was 105 mg/dl. The customer stated that the up arrow button was unresponsive. No significant events leading to the keypad issues were observed. She also noted that there were 2 cracks on the display screen and a large crack on the plastic part of the insulin pump. Advised replacement of the insulin pump. Nothing further reported.